Event description:
The facility reported an infusion pump with a failure code 810:04. It was not specified if this failure occurred while infusing on a pt. The facility rep stated that no pt injury was reported on this pump since the last baxter service event. Info regarding pt deographics, medication involved and device programming was requested but non was provided.